Manufacturer narrative:
The unit was received with a missing segment due to a cracked zebra connector at the lcd board. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report the insulin pump was dropped and it had a partial display. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.